Manufacturer narrative:
(B)(4).

Event description:
It was reported "prior to use & test the cuff could not inflate (cuff leakage)". There was no paitent involvement. No patient harm or injury.

Event description:
It was reported "prior to use and test the cuff could not inflate (cuff leakage)". There was no patient involvement. No patient harm or injury.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. The cuff pressure of the actual returned sample was inflated to 25 mbar by using calibrated endotest. However, the cuff was unable to maintain its pressure at 25 mbar. Further inspection carried out on cuff, observed with a cut mark on the inflation tube of the side arm. The cut mark on the side arm prevents the cuff from inflating. Based on our standard production method (spm) such cut mark would be detectable during 100% leak test conducted during inspection and will be rejected immediately. Based on the investigation, the defect mode on cuff could not inflate matches with the complainant report. There was cut mark observed on the side arm of actual sample. However, a 100% visual inspection of inflation and deflation is conducted during the manufacturing process. Such an obvious defect would be detected and removed, as it would fail all testing at the manufacturing site. Thus, this defect could not be determined as manufacturing related. The returned complaint device did not meet manufacturing release specifications as a cut mark was observed on side arm. The complaint was not confirmed, and the root cause was not determined." Teleflex will continue to monitor and trend for reports of this nature.